Event description:
The facility alleges that the stapler jammed. This event occurred during patient use three days in 2006. No patient injury or medical intervention was reported according to facility representative. No additional information was available.

Manufacturer narrative:
The device has been requested for evaluation, but has not been received. Should the device be received for evaluation, a follow up report will be filed, upon completion of the evaluation or if additional information becomes available.